Manufacturer narrative:
Siemens introduced a new collimation (3x3 mm) for the I-sequence scan mode with software version (B)(4). Siemens determined the root cause of the reported design issue is due to the computed tomography dose index (ctdi ) base values for 3x3 with w2 (cardio wedge) and/or tin filter being incorrectly imported. As no ctdi base values are available for this mode, "0" is used as a fallback which leads to the incorrect dose calculation. This software design issue impacts the somatom go.top systems with software version (B)(4). Under normal conditions there is no hazard to patients. Siemens will initiate a field safety notification via (B)(4) to notify customers of the issue and inform them of a software update ((B)(4)) which will be available free of charge during the 3rd quarter of 2019. The software update will eliminate the issue. Siemens will report the defect to the FDA according to the provisions of 21cfr1003 and 21cfr1004 in a separate report.

Event description:
During a siemens internal investigation of the somatom go.top system, a design issue was discovered with associated software version (B)(4) and with the active guide&go license. When adjusting the slice thickness for the I-sequence to a 3x3 mm collimation in any guide&go intervention protocol, the computed tomography dose index (ctdi ) and dose-length product (dlp-total amount of radiation incident on the patient) are incorrectly calculated as 0. This issue leads to the following effects: the dose display on both the console screen and tablet are wrong (are shown as 0 and the accumulated dose will not be incremented); incorrect dose information in the image header, dose report, and event log; and dose alert and dose notification may not be triggered even though the actual dose exceeds the respective thresholds. The threshold triggering dose alert is adjusted to 1 gy. This threshold would be reached after approximately 380 scans using the I-sequence with the 3x3 mm collimation in any guide&go intervention protocol with default scan parameters. There was no patient involvement associated with the reported event.